Manufacturer narrative:
The investigation into the low flow on the cp pump has been completed. The user facility did not return impella products. Based on the clinical review the root cause of the low pump flow is most likely due to biomaterial that was ingested. The physician stated the pump was initially placed right into a clot.

Event description:
The user facility reported a 57-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The cp pump had a lower than expected flow during support. The device was removed and replaced with another impella cp pump. There was no harm to the patient.